Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the button error alarm. The caller did not recall any significant events leading to the alarm. The caller confirmed that time advanced properly and that the display was not frozen. The button error alarm was cleared prior to the call; however, the alarm was not recorded in the alarm history. The insulin pump was not returned for analysis.